Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the aorta was damaged and bled. The complication reportedly occurred while the surgical staff was using the assist port. However, it is unclear how the vessel injury occurred in relation to use of the assist port. It is unknown if the injury to the aorta occurred during initial placement of the assist port or insertion of an instrument/accessory. It is also unclear if the injury occurred during the beginning of procedure or while the case was already in progress. Blood was present in the patient's abdomen. However, the blood loss volume was not provided. The surgeon converted the procedure to open surgery due to address the complication and bleeding. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: an error 48100 was observed occurring two times stating the personality module audio/video (pmav) reported a recoverable error. The error indicates an external video device or cable connected to the pmav was causing an error. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: 0 degree endoscope (part #470026-62 / serial #(B)(4). This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, the aorta was damaged and bleeding occurred. As a result, the surgeon elected to convert the case to open surgery in order to resolve the event.